Manufacturer narrative:
Patient information is not available for reporting. Additional product code: kwq. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant device therapy date is not known. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part #314.467, lot # 6573906. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Release to warehouse date: may 18, 2011 manufactured by synthes (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an olecranon procedure on unknown date, the hospital was using the variable angle (va) locking compression plate (lcp) compact elbow system. This procedure was for removal of unknown plates and screws. Intra-operatively, as the surgeon was removing one of the screws, the tip of the screwdriver shaft broke off inside the head of the screw. The tip of the screw driver fragment was retrieved. There was no delay in surgery. It was verified that no fragments were left in the patient. The manufacturer of the plate and screws being removed is not known. Reason for removal of hardware is unknown. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) stardriver screwdriver shaft t8. (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history records review, and drawing review were performed as part of this investigation. The device was returned with a broken stardrive tip. A fragment of the driver tip is broken off and missing. This fragment was not returned with the instrument. Approximately 1.57 mm (length) of the drive tip is missing. This complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken at the tip. The 314.467 stardrive screwdriver shaft t8 105mm is an instrument used in several systems intended for t8 screws insertion/removal. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, opposite force and torque is applied to the tip of the driver during removal of screws. It is likely that this complaint condition was due to excessive force/torque applied to the tip of the driver during removal (possibly with a tight screw) and/or cumulative wear and consistent use over the part's lifetime (6+ years), causing material fatigue and breakage. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.